Event description:
It was reported that after exploratory laparotomy with lysis of adhesions and a sigmoid colon resection, the pt developed a chornic wound sinus/infection with extrusion of the suture. Removal of the suture was required.